Event description:
It was reported that prior to replacing the pulse generator, attempts to interrogate the device resulted in the message -data not read- for all battery data. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.